Event description:
It was reported the patient¿s pump had to be removed because it broke through her skin. The pump was removed in (B)(6) 2014. The type of medication being delivered via the device system was unknown. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).